Event description:
According to the reporter, during a living donor nephrectomy, the surgeon placed the renal artery in the jaws and closed the green button and was deployed to fire but it appeared that the jaws were not completely closed. The device was taken out of the firing mode and the reload was tested outside the patient. The reload closed completely. The user repeated the process and the jaws were not completely closed but as the reload began to fire the jaws closed as the blade moved down the reload. After firing, the vessel began to bleed. The doctor temporarily stopped the bleeding with compression. A second reload was fired on the renal vein with the same lot number to free the kidney and remove. The operator then went in with a 5 mm clip and sutured to stop the bleeding.

Manufacturer narrative:
D10 concomitant products: sigsdl45ctvt, sigsdl45ctvt 45mm vasculr/thin lng sd CT (lot# n3f0098uy) sigadaptshort, sig power sigadaptshort lin short adapt (serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws will not close completely. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.